Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is related to the glow study. It was reported that a (B)(6) year old black or african american female patient underwent primary breast augmentation with a 550cc mentor memorygel, breast implant and was presented with bilateral capsular contracture; baker grade iii. As a result, the patient underwent bilateral explantation and replacement with catalog number 3505504bc and serial number (B)(4) on the right side and with catalog number 3505504bc and serial number (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s left-sided device.